Manufacturer narrative:
On april 22, 2024, a re-evaluation for the device was completed. Device re-evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. In addition, the diameter and the projection of the device were measured and the measurement of the diameter was 13.99 cm, out of specification, and the projection was 3.99 cm within specification. However these specifications are applicable when the device is taken out of the box. The event reported could not be confirmed as defect related to manufacturing since the device it was implanted for more that 10 years. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although the diameter out of specification was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implants and had possible bilateral device labeling discrepancies post-operatively. The patient had surgery due to size change and the surgeon noticed that the base width of the breast prostheses after removal was larger than labeled. The surgeon was not sure if the breast prostheses were changed or incorrectly labeled. The patient underwent explantation on (B)(6) 2024, and replaced with gel breast prostheses. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia and labeling discrepancy. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 14, 2024, the mentor failure analysis lab has received the device for evaluation. On march 21, 2024, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. In addition, the diameter and the projection of the device were measured and the measurement of the diameter was 13.99 cm, out of specification, and the projection was 3.99 cm within specification. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although the diameter out of specification was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).